Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 7120q-58, implantable tachy lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was hospitalized because of alert. Upon interrogation of the device, it was noted the alert was triggered due to high right ventricular (rv) lead impedance. Moreover, at the time of lead noise confirmation test, the noise was confirmed in the polar including the can and it was estimated that the abnormality of the connection part of rv lead and the can is highly possible. There were no particular abnormalities found on the x-ray. A device revision was performed and as result, the cause turned out to be the loosed pin. No patient complications have been reported as a result of this event.